Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a hd cartridge set, an external solution leak in the side of the cassette was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation however, five (5) sample pictures were provided for evaluation. Visual inspection of the pictures identified a maceration on the heparin line, which caused the leak. The reported condition of leak was verified. The cause of the condition (maceration) was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.